Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "door not closing properly". The unit alarmed "door not fully latched" during the eval, corresponding with the reported symptom. Eval found that this was caused by a loose link screw (upper). The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump had a door that is not closing properly. During baxter's eval, the device alarmed "door not fully latched". It was also reported that there was no pt injury.